Manufacturer narrative:
Reported event: an event regarding crack/fracture & loosening involving a patient specific, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: the implant in situ was for patient specific distal femoral and proximal tibial replacement which was inserted in (B)(6) 2002. The surgeon reported femoral stem fractured. The x-ray images provided show that the femoral stem has fractured on the anterior. The femoral bone has undergone bone resorption and remodelling near the bone resection on the posterior, in which the stem has likely lost its fixation. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant request form was received for the patient's left femur. Noted on the form: "...has broken distal femoral intramedullary stem...new distal femoral implant should measure 160mm with lateral side plate and proximal tibial component as well"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific implant request form was received for the patient's left femur. Noted on the form: "...has broken distal femoral intramedullary stem...new distal femoral implant should measure 160mm with lateral side plate and proximal tibial component as well."